Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain three of six in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient stated that they had an unused white supply line with the clamp open and the cap removed. The technical service representative explained that any lines not being used should be capped off and the clamp should be closed. The home patient was to drain with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient they had an unused white supply line with the clamp open and the cap removed. This is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.